Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an ulcer under the lifevest equipment. Patient described the area as a sore and red indentation, with no open skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician placed a medical barrier over the ulcer. Follow up indicated that the ulcer improved.